Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed air bubbles in the tubing. The reported condition was verified. A white clamp was shown in open position, the patient is instructed by the patient at home guide to clamp all clamps during set up; however, due to video sample only and not receiving the actual sample for testing, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette without an alarm. This was identified after the patient connected for peritoneal dialysis therapy. The cassette was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.